Manufacturer narrative:
The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during liner endoscopic bronchial ultrasound, the aspiration needle pierced through the sheath which resulted in patient injury. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The physical device was not returned to olympus for inspection. However, an evaluation of a photo of the device was performed. The findings are as follows: the insertion part near the hard part was buckled. The insertion tube was buckled at a position about 10 mm from the tip. A hole was observed in the outer tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the needle likely pierced through the sheath by the following mechanism: the distal end of the sheath was pressed against tissues of the trachea, bronchi, esophagus and surrounding organs. The scope was forcefully pushed into the patient¿s body while the sheath was pressed against the tissue causing the sheath to bend. When an attempt was made to extend the needle while the sheath was bent, the tip of the needle to be caught in the bent area of the sheath. As a result, the needle could not be extended. ¿ the needle protruded from the side surface of the sheath when an attempt was made to extend the needle by forcefully applying a force to the operating portion while the needle could not be extended. Also, when the device was removed from the tray, or during pre-use inspection, a force. Might have been applied to the needle tube causing the insertion portion to bend. As a result, the buckling near the boot possibly occurred. Furthermore, it is likely that the reported perforation occurred due to the needle piercing the sheath. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿take the instrument out of the tray by holding the sheath not to make the sheath pop out of the tray. Otherwise, the insertion portion of the instrument might be broken. Also, if the insertion portion pops out of the tray by elasticity, doctors or patients might be injured by the distal end of needle tube, sheath, and stylet. Do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. Turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument. If you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injuries, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope.¿ this supplemental report includes a correction to d4 and d9. An update has been made to h3. Also, new information has been added to h4. Olympus will continue to monitor field performance for this device.